Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. On september 6, 2016, it was reported that the device was giving problems during a surgery. On (B)(6) 2016, it was clarified that the issue occurred during surgery. There was a patient involvement and there was a patient harm/injury associated with the report. An alternate device was retrieved for use during the surgery without dela. There was an impact/damage to the graft harvest as the original graft was damaged and an additional unplanned graft harvest was required from the patient. The blade was properly placed and the dermacarrier was at room temperature. It was not sure whether the device was repaired by someone other than zimmer biomet. No medical intervention/additional surgical procedures were required as a second graft was obtained from the patient and the surgical technique for the product was utilized. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was minor wear noted to the roller gear. The test mesh using the customer¿s mesher and qa ratchet was performed with the qa cutter, serial number (B)(4), and took two attempts but passed. Although the comb does not appear to be damaged it could possibly be flattened because the qa cutter made a grinding noise when tested. No ratchet or cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the worn comb, roller, side plates, roller gear and shoulder bolts. The service technician noted that the unit was out of calibration skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the comb was noted to possibly have been flattened and there was a grinding noise. The root cause of the device giving issues during a surgery could not be specifically determined with the provided information. The issue was resolved with the replaced worn comb, roller, side plates, roller gear and shoulder bolts. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. Functional tests: repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2016 which included replacement of the worn comb, roller, side plates, roller gear and shoulder bolts. The service technician noted that the unit was out of calibration. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Prior to repair, the device passed the test mesh but was outside calibration specifications. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. The customer returned a skin graft mesher device, serial number 00645, for evaluation. Initial qa inspection of the skin graft mesher on (B)(6) 2016 revealed minor cosmetic damage to the mesher handle including nicks and scratches. The latching pins engage as intended. There was no apparent damage to the comb. There was minor wear noted to the roller gear. The test mesh using the customer¿s mesher and qa ratchet was performed with the qa cutter, (B)(4), and took two attempts but passed. Although the comb does not appear to be damaged it could possibly be flattened because the qa cutter made a grinding noise when tested. No ratchet or cutters were returned for evaluation. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that the device was having problems during surgery. Additional information was received on september 20, 2016 stating that the event occurred during surgery on (B)(6) 2016. The original graft was damaged and could not be used; a second skin graft had to be taken. An alternate mesher was available for use. The blade was placed properly in device, the dermacarrier was at room temperature and the proper surgical technique was used.